Event description:
Reportedly, the pacemaker was found operating in stand by mode upon first interrogation in the surgery room after device implantation. The physician decided to reset the pacemaker and proper device operation was observed.

Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 corrected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was found operating in stand by mode upon first interrogation in the surgery room after device implantation. The physician decided to reset the pacemaker and proper device operation was observed.